Event description:
It was reported that the pump module was observed with membrane discoloration during cleaning and disinfecting process. This was reported to bd representatives during site visit. There was no patient involvement. Additional information was provided by customer with due diligence attempts. Additionally, this device is showing signs of corrosion on the door latch and during testing the rate accuracy is higher than we typically see at 12.19.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of membrane discoloration and rate accuracy higher than expected were confirmed during the testing and inspection of the returned device. The following issues were found on the device received: multiple yellow stains on the membrane assembly. Corrosion observed on the door latch. Green and white deposits were observed internally on the air in line assembly and on the outer walls of the bezel assembly near the op sensor. The event time and date were not reported. A log review of the event logs for the pump module sn: (B)(6) showed that the last infusion was recorded on (B)(6) 2025 at 7:51 am rate=35 ml/h, volume to be infused (vtbi)= 276.187 ml. This event is not related to the reported issue. Also, as incidental two (2) errors not reported were noted in error logs review: error code 242.4030.0 (motor stall failure, runtime fatal severity) on (B)(6) 2025 at 7:47 am, and error code 240.4150.5 (sensor broken high failure, log only severity) on (B)(6) 2025 at 10:33 am. In alaris system maintenance (asm) v12.5 a rate accuracy task was performed to replicate the reported issue of accuracy higher than expected. Based on the test accuracy results, the system displayed a message indicating that the pump needed calibration. Once calibrated, the suspect pump module passed the test and performed within acceptable values. The yellowed membrane frames issue was escalated via bd integrated supply chain (B)(4), in collaboration with r&d and supplier quality engineering. The investigation determined that this material is chemically incompatible with bleach based disinfecting wipes commonly used during cleaning. Disinfectants such as caviwipes bleach, dispatch hospital cleaner disinfectant towels with bleach, and clorox healthcare bleach germicidal wipes contain sodium hypochlorite, a strong oxidizer with a high ph (10.4¿12.5). Aromatic polyether tpus are known to be susceptible to oxidative degradation when exposed to hypochlorite. This degradation mechanism attacks aromatic ether linkages and urethane bonds within the polymer, causing chain scission, oxidation, and formation of degradation products such as phenolic and quinone type compounds. This chemical reaction leads to visible discoloration "typically yellowing or darkening¿ consistent with what has been observed in customer complaints, r&d membrane life testing, and cleaning studies. Alaris system user manual (v12.1): do not use hard, abrasive or pointed objects to clean any part of the instrument. Do not allow cleaning solutions to collect on the instrument. Residue buildup might cause the moving parts to become sticky and hinder their operation over time. Certain chemicals can damage the surfaces of the instrument. To ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Bd recommends a soft bristle brush to clean hard to reach areas or to remove crusty residue. The brush should not be used on the membrane or air in line sensor. Also, bd recommends using a soft, lint free cloth dampened with water to remove the cleaner after the required kill time of the cleaner/disinfectant being used. Dry lint free cloth should be used to dry when cleaning is complete. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of membrane discoloration, is attributed to the use of cleaning products that are not recommended for cleaning bd alaris system devices. The root cause of the reported issue of accuracy higher than expected is attributed to a pump out of calibration. Note that this report lists imdrf annex a1801, a0721, c0601, c0201, d15, g04067, g02005 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was observed with membrane discoloration during cleaning and disinfecting process. This was reported to bd representatives during site visit. There was no patient involvement. Additional information was provided by customer with due diligence attempts. Additionally, this device is showing signs of corrosion on the door latch and during testing the rate accuracy is higher than we typically see at 12.19.